Manufacturer narrative:
Concomitant medical products: 5076, implanted: concomitant medical products:2015. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
In response to the advisory noting the potential for internal device arcing during high-voltage charging, the implantable cardioverter defibrillator (ICD) was prophylactically reprogrammed. No device malfunction was observed while the device was in use, however, given the potential for loss of device functionality, the ICD was reprogrammed to preclude harm to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.